Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Post procedure, interrogation of the patient's pacemaker showed a sensing anomaly on the right atrial (ra) lead. X- ray imaging performed on (B)(6) 2025 revealed the ra lead was dislodged. The ra lead was repositioned on (B)(6) 2025. The patient was in stable condition.